Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the velcro of the t:flip case does not stay shut. As a result, the pump fell out of the t:flip case multiple times and dislodged the customer's infusion set site. The customer's blood glucose (bg) level was in the 300s (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly, the customer inserted a new infusion set site.